Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. The customer also stated that the testpak and calpack were replaced and the qcs were within the expected range. There are no data logs available to perform an investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant cardiac troponin I results between the stratus cs and another siemens non-stratus cs chemistry analyzer. There was no report of injury due to this event.